Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During patient use, the autopulse platform(s/n (B)(4)) did not power on with the autopulse li-ion battery (s/n(B)(4)). According to the customer, the approximate ambient temperature was about 80 °f. The customer stated that the battery was fully charged because, before the call, the autopulse multi-chemistry battery charger (mcc) had displayed a green led, indicating that the battery was fully charged and ready for use. The customer couldn't recall the color of the leds on the battery's status indicator. After the platform did not initially power on, the customer replaced the battery. Meanwhile, the crew performed manual CPR while troubleshooting and exchanging the battery. The reporter couldn't remember the delay between the time when the crew noted the issue and switched to manual CPR. The autopulse platform was powered on with the second battery and performed compressions. The crew reported that the platform had a "hot smell" to it for 20 minutes out of the 26 minutes of running. They described the smell as being "hot electrical" in nature. Per the reporter, the autopulse platform was placed on a semi-soft surface (stryker cot), and the cooling fan was functional while the platform was running. The crew did not complain if the platform was unusually hot to touch following the 26-minute runtime. After performing compressions for 26 minutes, the autopulse platform stopped and displayed "system error, out of service, revert to manual CPR". The crew switched to manual CPR to continue the rescue call. The patient's status information was requested, but the customer did not provide a response. During device check following this incident, the autopulse platform kept displaying "system error, out of service, revert to manual CPR". Please see the following related MFR report: MFR # 3010617000-2022-01671 for the autopulse platform (s/n(B)(4)).

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.